Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the display flickered. The generator was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent led (light emitting diode) display and damaged keyboard. Switch found worn out. Loose led backlight jumper found.

Event description:
It was reported the display flickered and the keyboard was broken. The generator was returned for repair. No patient involvement was reported.